Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was neurologically intact. Later that day, a change in mental status, total loss of vision, and weakness in right upper extremity was noted. Computed tomography (CT) was performed which confirmed a brain bleed. All anticoagulation and antiplatelet medications were stopped. Symptoms worsened overnight and a CT the next morning confirmed a worsening brain bleed. The family requested the patient be dnr (do not resuscitate). The patient was placed in hospice and expired 5 days later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.